Event description:
Additional information was received from a company representative. A catheter dye study was no longer planned as the patient symptoms had improved and they no longer thought the issue was related to the catheter. The cause of the withdrawal symptoms, return of pain, nausea, fever, and feeling unwell were not determined. No further actions or interventions were planned to resolve the event. The issue regarding the patient having been admitted, having experienced withdrawal symptoms, return of pain, nausea fever, and feeling unwell had been resolved. The pump and catheter remained insitu and working with no plans for surgery.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# unknown product type catheter. H6 update: the previously applied annex g code g04023 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration: 15 mg, dose rate: 9.016 mg/day) and bupivacaine (concentration: 15 mg, dose rate: 9.016 mg/day) via an implantable pump. It was reported that the patient felt unwell 24 hours post replacement of pump. The patient experienced a return of pain, nausea, fever and feeling unwell. The patient went to a local hospital and was admitted for symptoms of opioid withdrawal. Diagnostics/troubleshooting performed included routine bloods and x-ray. They started the patient on morphine pca and their symptoms improved. They planned to perform a catheter dye test but was not performed as the hospital didn't manage the pump. There were no known factors that may have led or contributed to the issue. The issue was not resolved as of 2023-may-09. The date of catheter implant was unknown. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient's medical history would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8709; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.